Event description:
The rptr stated the surgeon implanted a micl 13.2mm implantable collamer lens in pt's left eye. The icl was too large and was causing significant narrowing of the angles and considerable vault. The surgeon widened the same incision to remove the lens. Icl was exchanged for a shorter lens. No sutures were used. See MFR # 2023826-2011-01080 for the right eye.

Manufacturer narrative:
(B)(4) - secondary surgery, considerable. Eval: method - lens work order search. Results: a lens work order search was performed and one similar complaint was found within the same work order. (B)(4).